Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient had lost significant amount of weight. In turn, the ipg became protruding and causing discomfort. As a result, the patient's ipg pocket was relocated from the right side to the left side on (B)(6) 2015.